Event description:
It was reported that a revision surgery was performed due to dislocation.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. Visual inspection of the gii ps hi flex insert showed deformation to the ml and posterior locking surfaces. This damage on the posterior surface of the insert most likely indicates that it was riding on top of the tibial base plate. Deformation of the anterior lock rather than rounding of the edge indicate the insert was possibly not seated initially. Wear on the articulating surface indicate expected usage. The insert failed due to disassociation, which may be due to the insert never being fully locked. A dimensional inspection was attempted, but could not be completed due to deformation. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. It is currently unknown what caused the insert to not lock properly. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.